Event description:
After placing a screw, screwdriver tip was noted to be missing. Upon examining placed screw, the missing tip was visualized sitting in screw head. The screw site was intact. The glenoid component was then implanted, thereby securing this screw with the screwdriver tip.